Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the subject device, and confirmed the following. - omsc tried to reproduce the phenomenon, but the phenomenon was not reproduced. - omsc tried to reproduce the phenomenon while bending the cable of the subject device, but the phenomenon was not reproduced. - omsc tried to reproduce the phenomenon after three hours aging, but the phenomenon was not reproduced. - omsc conducted the continuity test about the cable of the subject device, and confirmed that there was not any abnormality. - omsc found that some of the contact portions of the subject device were corroded. In addition, omsc conducted additional survey to the user facility. As a result of this survey, omsc was informed that the phenomenon occurred when the cable was bent at a certain angle. Based on the information from the user facility, omsc re-tried to reproduce the phenomenon, but the phenomenon was not reproduced. As a result of these investigations, omsc surmised that this event was caused by the following theory. - some the contact portions of the subject device were corroded. - the connection condition between the subject device and a video processor got worse under the influence that the user facility bent the cable at a certain angle and corrosion of the contact portion of the subject device. - as a result, the phenomenon was caused by this deterioration of connection condition. The otv-s7proh-hd-12 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2016, olympus received the information that abnormal image (no image) occurred when the user facility shook the cable of the subject device. As a result of additional survey, olympus received the following information on january 22th 2017. - intended procedure was laparoscopic surgery. - this event occurred during this procedure. - the user facility replaced the subject device with a same model device, and completed the procedure. - there was no report of the patient¿s injury regarding this event.